Event description:
It was reported that the bd q-syte¿ micro bore extension set leaked fluid in the connector during use. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse replaced the diaphragm needle-free closed infusion connector for the patient PICC, she found fluid leakage in the connector and immediately replaced the diaphragm needle-free closed infusion connector without causing harm to the patient".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-17 . H6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue was confirmed upon inspection of the samples. A visible crack was observed on the returned sample, causing the leak. Bd determined that the cause of the failure was most likely attributed to the design of the device. The current design causes a rise in stress at the location of the crack when torque is applied to the product. A new design has been proposed to address the design issue. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte¿ micro bore extension set leaked fluid in the connector during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the nurse replaced the diaphragm needle-free closed infusion connector for the patient PICC, she found fluid leakage in the connector and immediately replaced the diaphragm needle-free closed infusion connector without causing harm to the patient".